Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 2.75 x 18 mm xience v stent delivery system (sds) was advanced, but could not cross the lesion. During removal, resistance was noted with the vessel, and the proximal shaft separated outside the anatomy. A new 2.75 x 23 mm xience sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted the shaft was separated/detached distal to the strain relief tubing, thus confirming the complaint. The fracture face was oval shaped and the jacket was stretched and jagged, suggesting tensile overload (material fatigue/stress). Kinks or bends in the shaft can lead to weakening of the sds material, such that subsequent application of force or further handling can cause a separation. The lesion was described as heavily calcified, heavily tortuous, and 90% stenosed, which likely contributed to the reported failure to advance/cross the lesion and resistance/difficulty removing the stent delivery system. The shaft may have become kinked during the procedure and further handling/manipulation contributed to the shaft separation/detachment during withdrawal. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query for similar incidents was performed for this lot and there is no indication of a product quality deficiency.